Event description:
The customer reported when the hospital had a power outage the ventilator shut down and did not transition to backup battery because the battery was not properly connected to the ventilator. The ventilator was in use on a pt and there was no pt harm. The hospital biomedical technician reported the battery connector on the rear of ventilator had been damaged and as a result the battery could be plugged into the connector but it would not tighten fully. The hospital biomedical technician advised the third party service owner of the damage for repair. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources. The customer was informed that the hospital can configure the ventilator to confirm the backup battery is connected each time that the machine powers on. If the backup battery is connected to the ventilator the startup is normal, if not connected the ventilator displays a message at startup.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.